Manufacturer narrative:
D10 concomitant products: mcgrath mac vl handle 301-000-000 - 301-000-000 this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the videolaryngoscope had intermittent issues with the battery producing a low power icon as well as a blank screen when powered on. The battery was swapped out with other known-good batteries, and the handle functioned fine. The battery was also used in other known good handles, and when being used, the problem was duplicated, isolating the issue to the battery. There was no patient involvement.